Event description:
It was reported that the patient had an inguinal hernia and the reservoir herniated from abdomen into the groin. It got removed and replaced at the same time the general surgeon did the hernia repair.